Event description:
Customer reported that the screen of the insulin pump was scratched making it difficult to read. Customer also stated that they had unexplained no delivery alerts. Customer declined to speak with help line. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.